Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an error 2 message while attempting a blood test. This error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011, at an unknown time. It is not known how the patient manages his diabetes or what actions he took if any, in response to the alleged issue. The patient claimed that at an unspecified time two days later, he "fell and blacked out." It is unknown what caused this, it is also not known whether the patient received any medical treatment for an acute complication of diabetes or if he tested on another device. At the time of troubleshooting, the cca noted that the patient was using the product for the first time. The correct test strips were being used; the patient was performing the blood test correctly. The alleged issue was not resolved after troubleshooting. Replacement products were offered to the patient; however, the patient refused a replacement and refused to answer questions. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.